Event description:
It was reported via clinic notes that the patient presented with persistent bradycardia and decreased temperature. The physician elected to program the device off. The patients parents noted that the heart rate improved while off of the vns; however, the patient's seizures worsened and they still had difficulty with low temperature. No other relevant information has been received to date.